Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.3; lab: 2.0. Date: (B)(6) 2010; inratio: 1.8 (new strip lot #232888). Lab was done at the hospital. Pt also rec'd qc2h errors on (B)(6) 2010.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3; reference: 2.0; mean: 1.65; confidence limits: 1.2-2.3. The 1.8 was excluded from comparison test since time between tests exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Analysis of the customer's data revealed that inratio and reference test result comparison meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation will be pursued. Per general description of complaint, customer was milking the finger. Improper sample technique could have contributed to unexpected test results and test errors. As of 09/02/2010, five discrepant result complaints were reported for lot# 234586, (associated with strip code uc534) yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.